Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the blakemore tube that was inflated using the stopcock will not keep air in the gastric balloon. Complainant reported that the tube and stopcock were changed and placed under water to ensure there were no pinholes in the balloon and the balloon appeared to be fine, however, the complainant noted that when the stopcock portion was placed under water it leaked. Complainant reported that the air appears to stay when kelly clamps are used just below the stopcock. Complainant confirmed the stopcock was closed completely and only opened in the direction of the syringe to allow the balloon to be inflated. Per the complainant, "the balloon air does not push the syringe back. It only deflated when we take the syringe out and close the stopcock". Additional information has been requested but not yet received. Per additional information received, the reported issue was noted prior to the device being used on the patient. Complainant believes the stopcock does not make a tight seal on the device.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the blakemore tube product ifus are found to be adequate based on past reviews.section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the blakemore tube that was inflated using the stopcock was not keeping air in the gastric balloon. Complainant reported that the tube and stopcock were changed and placed under water to ensure there were no pinholes in the balloon. The balloon appeared to be fine, however, the complainant noted that when the stopcock portion was placed under water it leaked. The air appeared to stay when kelly clamps are used just below the stopcock. The complainant confirmed the stopcock was closed completely and only opened in the direction of the syringe to allow the balloon to be inflated. The balloon air did not push the syringe back. It only deflated when the syringe was taken out and the stopcock was closed. It was later reported that the reported issue was noted prior to the device being used on the patient. Complainant believed the stopcock did not make a tight seal on the device.